Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "check your pump¿s settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult your healthcare provider as needed."

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Suspected cause was due to the customer's settings requiring adjustments due to user error. The customer required assistance treating bg level and consumed carbohydrates to address low bg. Reportedly the customer updated their pump settings with healthcare provider to address the event.